Event description:
It was reported by the brother of a vns patient that the generator needed to be replaced as he believed it was at end of service and the patient was having an increase in seizures. It was also reported that the patient could no longer feel device stimulation. The patient will be referred for generator revision surgery; however, surgery has not occurred. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2012, when analysis of the explanted generator was completed. The generator was found to deliver the programmed amount of therapy and the device performed according to functional specifications. There was no abnormal performance or any other type of adverse condition found with the generator. Additional information was received from the patient's physician on (B)(6) 2012, when he reported that the patient was last seen on (B)(6) 2012 and the patient's seizure control has improved. The patient can also now feel stimulation from the device. The physician stated he did not receive any end of service warning messages prior to replacing the generator however the patient had reported that he could no longer feel the device stimulation and was having an increase in seizures.

Event description:
Additional information was received on (B)(6) 2012 when it was reported that the patient had the generator replaced on (B)(6) 2012 prophylactically. Originally it was thought the battery was depleted however at surgery, it was determined that the replacement would be occurring for prophylactic reasons and not because the generator battery had been depleted. The explanted generator was returned to the manufacturer on (B)(6) 2012 and product analysis is currently underway.

Manufacturer narrative:
Analysis of programming history.